Event description:
The catheter was removed from packing in the usual fashion (no prep required). The dr inserted catheter into the patient through the sheath (8.5f), than attempted to curl/loop/ manipulate the catheter. It would not curl or change size as it is supposed to. The catheter was withdrawn from the sheath and a new one was used from a different lot number, which worked fine. The pt was not harmed in any way and did fine through the procedure. Rep available during case and was maintained by the rep. Device has already been replaced.